Event description:
It was reported that an ilet user experienced repeated occlusion alerts when attempting to deliver announced insulin using inset 23" infusion sets, while basal delivery and corrections continued, and the alerts were associated with a specific box of supplies. Customer care arranged for replacement supplies and alternative steel cannula sets were discussed, indicating an obstruction-of-flow device problem involving the connector/coupler component. Investigation of this case revealed obstruction of flow consistent with a deformation-related issue traced to a component of the infusion set, specifically the connector/coupler. No clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.